Event description:
Inability to remove bladder catheter. Pt. Taken to ultrasound and pt's bladder was scanned for retained foley balloon. Guide wire was passed through without success in decompressing balloon. Suprapubic region was then prepped for percutaneous puncture of foley balloon caht.